Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed an infection at the wound site. Sputum and s-ICD wound cultures were obtained which revealed (B)(6). Blood and urine cultures were negative. The patient was discharged home in stable condition without fever after being treated with intravenous and oral antibiotics. No additional adverse patient effects were reported.